Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken near the proximal pulleys. The idler pulley was able to spin freely and it did not exhibit any damage. The cable segment sticks out at the wrist. Additional observation not reported by site was pulley damage. The idler pulley where the broken cable was seated exhibited light scratch marks on the outer face. Evidence not conclusive, but scratches could be associated with cable breakage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a davinci s surgical procedure, the customer noted a broken wire on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.